Event description:
It was reported that the right ventricular (rv) lead encountered high impedances levels, a lead fracture was confirmed and oversensing was noted. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419478 implantable pacing lead, 2013-(B)(6); d314trg, bi-ventricular (bi-v) defibrillator 2013-(B)(6); 5076-52 implantable pacing lead, 2002-(B)(6). (B)(4).